Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that after the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -5.0 diopter into the patient's left eye (os), it was discovered that it had torn during injection. The lens was removed intraoperatively on (B)(6) 2017. On (B)(6) 2017 an alternate lens was successfully implanted. The cause of this event is reported as unknown and no patient injury is indicated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. Claim# (B)(4).